Event description:
During an MRI scan a mridium (B)(4) pump was being used to deliver medication using both channels. The patient was transferred form the neuro ICU to the MRI. It was reported that the infusion tubing was loaded into the pump, and it delivered three-times the dose that was entered (channel b). The nurse manager indicated that user error was the cause of this event. No patient adverse effects or injury resulted from this event.